Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No information on further possible interventions has been given yet. This is a final report.

Event description:
The user sustained a strong trauma to the head about one year ago, after which affected channels were seen with in situ testing. Further intervention is not yet known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user sustained a strong trauma to the head about one year ago, after which affected channels were seen with in situ testing.